Event description:
Pacer did not pace. No ECG on defib. Monitor. Upon investigation found that the nondemand or demand button was not pressed. Nurse pressed the nondemand button and pacer started pacing. Later verified all operations on defibrillator and also quick pace module. All were operating according to specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.